Event description:
The device was returned for service. During service by baxter, a broken door #2 was found. According to the facility representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on apr 30 2007. The facility representative reported occlusion alarm on pump #2. Information was not provided regarding whether or not the problem occurred during a patient infusion.evaluation summary: the pump was evaluated by a baxter service technician. The reported condition of occlusion alarm was confirmed, caused by a broken door #2.review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.